Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the shaft of the fenestrated bipolar forceps was bent, and the instrument did not operate well. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found that the instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips would not fully open. The root cause was not determinable/applicable. The instrument was inspected and did not find a bent main tube. Additional observations not reported by site that are not related to the customer reported complaint was that the instrument failed electrical continuity test. There is no obvious damage to the conductor wire. The instrument was found to have signs of thermal damage to the pet heat shrink at the distal end. Root cause of this failure was attributed to mishandling/misuse. The instrument will be transferred to engineering for further investigation. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 478093-03/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6)2022 via system serial# (B)(4). This is a single-use instrument. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the instrument exhibited signs indicative of thermal damage and the root cause was attributed to mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
D03 - intuitive surgical, inc. (Isi) completed further evaluation on the fenestrated bipolar forceps instrument and the initial findings were partially confirmed. The grips were found to unable to open fully. The heat shrink was removed and upon further examination of the previously mentioned thermal damage, it was found that it was not thermal damage but rather dried blood/biomaterial. The majority of the dried blood/biomaterial was cleaned off and the grips were then able to open more than previously observed. The dried blood/biomaterial likely blocked the grips from being able to open. The root cause of this is attributed to mishandling and misuse. The instrument was also confirmed to fail the continuity test. The housing was removed, and it was observed that the conductor wire was broken at the connector. The root cause of this unrelated issue is attributed to manufacturing issue.